Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a pt had "a piece of metal in his muscle". The pt's vns is currently on. All attempts to the reporter for add'l info regarding the possible foreign object and its relationship to the vns have been unsuccessful to date.